Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736036, h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Multiple fdd/annex a codes were reported. A0902 was coded for the black screen. A1102 was coded for the "failed to start pulseaudio system server" message. A110201 was coded for the booting issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when the system was powered on, it would get stuck on a black screen with white text displaying "starting up." It would not boot up. Restarting the system resulted in the same issue. The message, "failed to start pulseaudio system server" appeared as failed. After multiple restarts, it eventually booted up. If the power was turned off and then turned on again, the same issue would occur. Replacing the solid state drive (ssd) with a test one did not resolve the issue. However, when the system's ssd was inserted into another navigation system at the hospital, it booted up successfully. Based on this troubleshooting, it was suspected that the issue was with the computer itself, and likely not the ssd. There was no patient involvement.

Manufacturer narrative:
H2: additional information - the lot number of the computer 9736036r was received, 1946e00522. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: the returned 9736036 computer lot number 1946e00522 was analyzed. The computer did power up when the main power was applied but, it did not display an image to monitor due to a bad graphics card. The ports were not operating. Codes b01, c13, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.